Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the cable on the mega suturecut needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip cable that was sticking out at the instrument's wrist. The idler pulley exhibited pulley and rim damage. No other cable damage was found.